Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2367, which occurred on the homechoice (hc). The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.